Event description:
It was reported the customer went to the emergency room (ER) with a blood glucose of 425 mg/dl; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. At the time of the report to tandem technical support the customer was still admitted to the ER. A complete system check was performed, and no issues were found with the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.